Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer from an unknown source with no information. The ICD was analyzed and subsequently tested out of specification. No patient complication have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and found to have no telemetry, no output at preliminary analysis. Device went to no output, no telemetry condition due to the high current drain condition which caused the battery to become completely depleted. The cause high current drain can be attributed to the current leakage in the battery filter capacitors. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.